Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim, gastrointestinal/pelvic floor. It was reported that that when they swiped up on the handset to get to the home screen with all the apps, that there was "nothing there" after swiping up. The patient said since "about a month ago" they've had much worse incontinence and wanted to adjust their therapy. The agent offered to assist the patient with this issue. The patient mentioned also that the screen didn't do anything and just showed 100%. The agent reviewed patient would need to ensure the handset was powered on. At that point, the call disconnected. The agent called back and the call disconnected a second time. The agent called back again and the phone just kept ringing without ever going to voicemail or being answered. The patient called back after being disconnected from the previous agent and repeated that their incontinence got a lot worse about a month ago. Prior to the event, the patient mentioned that they had an MRI in november at which time the therapy was turned off then turned back on afterward. The patient also mentioned that they had a cold and were coughing a lot at the time they noticed the incontinence got worse. The patient repeated that they wanted to increase stimulation but the handset was just showing 100% on the screen and it would not unlock when they swiped up. The agent reviewed that this was because the handset was powered off. The agent reviewed how to power on the handset. The patient confirmed the handset powered on and unlocked. The patient connected to the ins and confirmed therapy was turned on. The patient increased amplitude to desired level. The patient mentioned that they didn't feel stimulation when they increased the amplitude, and said they normally don't really feel the stimulation. The patient decided to maintain stimulation level. The patient was advised to follow up with their doctor if symptoms did not improve. The patient has appointment with their managing doctor the following week.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-feb-12 additional information was received from the patient. The patient reported that the cause was the device not being turned on again after their MRI. The issue was resolved once the patient called the manufacturer and was walked through turning their therapy back on.